Event description:
It was reported that the right atrial (ra) lead exhibited noise. Therefore the ra lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: concomitant product: 5076 implantable pacing lead (B)(6) 2003. (B)(4).